Event description:
The customer alleged that he received a high blood glucose reading of 220 mg/dl using his contour meter. He took 20 units of insulin as instructed by his doctor. The customer then ate lunch and went to the doctor's office. By the time he arrived, about an hr later, his blood glucose was tested at 34 mg/dl. The customer alleged that he almost passed out. Candy was given to the customer to raise his blood glucose. The customer was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.